Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was loss of atrial sensing, with a sudden decline in the p-wave data about one year earlier. The atrial lead remains in use. No patient complications have been reported as a result of this event.